Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 1.1 was failed to open and required maintenance. A field service engineer used diagnostics to remove the cubie pockets and cleared minor debris from the drawers, reseated the row tray connections and inspected the muscle wires, confirming no damage was present, reassembled the device and performed a reboot, after which the customer successfully tested the half height cubie drawer without issues, removed the back panel to clear additional debris, inspected the bus wiring for any cuts or damage, and reseated all bus wire connections. Rebooted the device again and verified that all controller board indicator lights illuminated properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.